Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a revision breast augmentation with a 425cc mentor smooth round spectrum prosthesis and experienced postoperative right-sided deflation. The patient had a consultation with a healthcare professional. As a result, the patient underwent unilateral removal and replacement with an unspecified saline breast implant in (B)(6) 2019. The date of explantation was estimated as (B)(6) 2019.